Manufacturer narrative:
Sections d10 and h3: additional information - device returned and evaluated section h6: additional information. Manufacturer's investigation conclusion: a specific cause for the reported infection and a correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established. (B)(6), was returned with the pump cable severed approximately 3.0¿ from the pump header. The remaining distal portion of the pump cable was returned attached to the modular cable. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned secured around the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the textured blood-contacting surfaces in the interior of the pump cover revealed clotted post explant blood loosely seated on the textured surface. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from mlp-009051. The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2020 secondary to infection. The pump will be returned for analysis.